Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ prn adapter device had black foreign matter on the silica gel portion. Found before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: a photo was received for the purpose of our investigation. The investigators were able to observe the reported failure mode in the sample provided, our investigators noted that the photograph displayed one black dot on the returned sample, located on the sleeve stopper. Additionally the batch record also was reviewed, no related abnormalities were found. The most probable root cause for this issue is related to the sleeve stopper material. Our assembly team has seen this issue in the manufacturing line during previous instances of its use. Bd is currently addressing the situation with our supplier who has been contacted and we have increased operator diligence during incoming material evaluation. Investigation conclusion: it might be the sleeve stopper material defect.

Event description:
It was reported that the bd¿ prn adapter device had black foreign matter on the silica gel portion. Found before use. No reports of serious injury or medical intervention noted.